Event description:
Healthcare professional (hcp) reported a clinical patient was injected in the neck lines with juvéderm® volite¿. The patient experienced non device related events of meniscus injury, respiratory infection and perianal abscess.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of perianal abscess, deemed not device related is considered an unexpected adverse drug experience.